Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This rv lead was capped and replaced due to subclavian crush. The ra lead was also replaced at the same time, for the same reason. The pacemaker was exchanged so the patient wouldn't have to go through another surgery in the near future. There were no adverse patient events reported. Should additional information be received, this file will be updated.